Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, discolored display screen.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed call service alarms for motor rewind error. The time and date were correctly set for the investigation. The pump powered on with a dim, discolored display screen. A test display was attached to the pump and illuminated properly without discoloration. A rewind, load a prime sequence was performed without alarm. The pump was exercised for 24 hours without alarm. The pump was opened for investigation and revealed moisture corrosion on the printed circuit board.